Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the surgery center had an IV set disconnect from the manifold and leaked during patient use. The users have reported loose connections on the 3 port stopcock and they have been instructed to tighten all connections prior to use per the directions for use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer

Manufacturer narrative:
.